Event description:
The following information was reported: the sealant was stuck to the shuttle tube/advancer tube when the sheath was retracted from the patient's body. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic vessel type: coronary vessel size: 7 mm stick location: medium sheath size: 5f intended use: arterial closure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1500504) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).